Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the hose clamps were leaking. Additional malfunctions include the zip ties were leaking, and the valve operator was stuck.